Event description:
The following info was provided by the cook area rep based on comments provided by the user in (B)(6): because of a big stone, the physician used a cook web extraction basket to capture it. The stone became blocked. The physician connected a conquest ttc lithotriptor cable with adapter and a cook soehendra lithotriptor handle to the basket for mechanical lithotripsy. When performing lithotripsy, the basket cable broke near the middle section. Because enough basket cable remained, the physician chose to remove the lithotripsy cable and try to break the stone with a larger lithotripsy cable (14 fr). The basket cable broke near the pt's mouth and mechanical lithotripsy was not successful. The physician tried to use another basket (cook fusion lithotripsy extraction basket), but this was unsuccessful. The physician also attempted dilation with a cook hercules dilation balloon, but the stone remained blocked. A plastic stent was placed for drainage and tried to remove the stone a few days later, but this was also unsuccessful. The pt is reported to be fine, but the stone remains blocked in the papilla. The physician's plan is to attempt laser lithotripsy at a later date. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedure due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. We can advise that bucking of the drive cable can occur if the handle is moved back too far, and then pushed back into place. Breakage at this area may occur if extension and retraction of the basket is repeatedly attempted after bucking of the wires has occurred. For endoscopic advancement, the basket must be fully retracted into the outer sheath. Further retraction of the basket is not necessary. The instructions for use for the web extraction basket includes the following precaution: pulling on the sheath while advancing or retracting basket may damage device, rendering it inoperable. The instructions for use for the conquest ttc lithotriptor cable include the following warning: due to the mechanical pressure generated with this device, basket fragmentation is a possibly that may require surgical intervention. The instructions for use for the conquest ttc lithotriptor cable include the following warning. Due to the varying compositions of biliary stones, stone fracture may not be possible. If the stone cannot be fractured, continued rotation of the handle may cause the basket wire to break, thus requiring surgical intervention. An ampullary opening inadequate to allow for the unimpeded passage of the stone and basket is listed in the web extraction basket instructions for use as a contraindication. The physician may choose to perform a sphincterotomy to widen the ampullary opening and allow passage of the basket and object(s) from the bile duct (i.e. Biliary channel) to the small intestine. Prior to distribution, all web extraction baskets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint and reassess the risk assessment results as post market feedback continues to become available.